Event description:
Customer called customer service to request assistance in learning how to change the batteries in his freestyle freedom blood glucose meter. While on the phone customer reported that on (B)(6), 2011 because he did not know how to change the batteries, he did not test. He further reported he then went to a previously scheduled appointment at the respiratory department of the (B)(6). He further reported experiencing vertigo and subsequently lost consciousness. The medical personnel in the respiratory dept. Transported him to the emergency room where he was treated with glucose gel. Customer additionally self-treated by drinking orange juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.